Event description:
It was originally reported that the patient's device was replaced.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance for the pump. Motor gear corrosion caused the anomalies seen in the gear train and the stall. An eol message was found after the pump ran for a short time. It is an early eol, probably due to the motor anomalies. An x-ray shows that there is no roller arm movement. A few drops of moisture and some residue were present in the motor housing. The roller arm area was clean and dry. The roller wheels turned freely. There was some green corrosion on the bulkhead. Gear 5 has residue on the bulkhead side of the shaft. Gear 4 has residue and wear on the bulkhead side of the shaft. Gear 3 has residue on both ends of the shaft. There was some caking and residue in the jewel; both in the top plate and in the bulkhead. There was a motor stall.